Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 144 mg/dl. The customer states the pump keeps giving a no delivery at the same point in the reservoir or position of the motor. The customer replaced the infusion set and reservoir, however, it happened again. The infusion set cannula was not bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.